Event description:
As reported, this (B)(6) male patient's right tsa was revised due to his shoulder becoming unstable. Surgeon did a poly exchange with a larger proximal humeral plate. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Devices will not be retuning due to hospital policy.

Manufacturer narrative:
Concomitant device(s): 320-20-22, s335829 - eq rev compress screw lck cap kit 4.5mm x 22 mm. 320-15-05, 7246636 - eq rev locking screw. 320-20-00, 7151171 - eq reverse torque defining screw kit. 320-08-38, 7123648 - glenosphere exp 38mm +4mm offset. 320-10-10, 6886305 - equinoxe reverse tray adapter plate tray +10.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, this 74 y/o male patient's right tsa was revised due to his shoulder becoming unstable. Surgeon did a poly exchange with a larger proximal humeral plate. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Devices will not be retuning due to hospital policy. No other information will be provided due to hospital policy. There is no additional information.

Event description:
As reported, this 74 y/o male patient's right tsa was revised due to his shoulder becoming unstable. Surgeon did a poly exchange with a larger proximal humeral plate. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Devices will not be retuning due to hospital policy. No other information will be provided due to hospital policy. There is no additional information.